Event description:
Reportedly the patients fracture had united. The date of implantation was several months previously (date unknown). Patient was returned to the or on (B)(6) 2013 for hardware removal. The implants were being removed at the patients request.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure, reportedly the screwdriver tips broke while trying to remove a 2.0mm tplate from the patients wrist. It was reported all screws were removed with the exception of one 2.7mm ti cortex screw. The screw head was drilled off and the tplate was removed successfully. The remaining screw shaft was left in situ as the surgeon was unable to remove it. This report is for an unknown 2.7mm ti cortex screw. This is 1 of 3 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The date of explant was reported as (B)(6) 2013 and the date of event was reported as (B)(6) 2013. Reportedly the screw shaft remains implanted. Additional information has been requested. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: the date of explant was corrected from (B)(6) 2013. Placeholder.